Event description:
Bard "lubricath", foley catheter, 12 french used on a male patient. Upon doctor's order for removal of catheter, it was discovered that the fluid-filled bulb on the catheter would not deflate. The bulbs on these catheters are filled with 10ml sterile saline per manufacturer's instructions. Catheter could not be removed. Therefore, physician had to cut the catheter in order to remove it from the patient's bladder. The catheter was submitted the day of the incident. This particular catheter had the following numbers displayed on it: 0168l 12, nt531.